Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during device preparation for implant, the physician noticed some white powdery contamination in the atrial port of the implantable cardioverter defibrillator (ICD) header and requested another device. The replacement did not contain any contamination. Patient was stable before during and after the procedure.

Manufacturer narrative:
The reported field event of header white powdery contamination was confirmed in the lab. However, per manufacturing team¿s confirmation, the cloudy appearance was found to be acceptable since the tip of the test leads were visible through the header once fully inserted.. The device was tested on the bench and using automated testing equipment, and no anomalies were found.